Manufacturer narrative:
The manufacturing records were reviewed and no issues related to the nature of the complaint were found. A review of the available diagnostic data showed no indications of a device malfunction.

Event description:
It was reported to nevro that the patient passed away. There were no reports of device-related issues from the patient prior to the passing. Nevro attempted to obtain a medical assessment from a healthcare professional but no additional information was available.

Manufacturer narrative:
This report is to update dates in outcomes attributed to adverse event and date of event and adverse event problem; health effect - clinical code.

Event description:
Additional information received reported that the patient suffered a stroke and passed away later.